Manufacturer narrative:
The customer declined to have the service representative replace the generator driver board. No further service information is available.

Event description:
The customer reported, a problem with the battery on the system. No patient injury was reported.